Event description:
It was reported that a patient underwent a sling procedure in 2008. Post-operatively at four days later, the patient developed pain in the area of the insertion of the adductor muscles on the left side. The patient was given local anesthesia of prilocain one percent and prednisolone five hundred milligrams.

Manufacturer narrative:
Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.